Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button error alarm noted. However, the up arrow button did not respond due to corroded keypad trace. Unable to verify low battery alarm due to unresponsive buttons. The device was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 159 mg/dl. The customer reported receiving a button error alarm from the insulin pump after doing a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.